Event description:
A customer reported to beckman coulter inc (bec) that there was a cleaner (coulter clenz) leak in coulter lh750 hematology analyzer during startup. The customer indicated that the leak was approximately 50 to 100ml volume, but could not locate the source of the leak. The operator was wearing a lab coat and gloves at the time of the incident. There was no exposure to mucous membranes or open wounds. No one sought medical attention. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place. There were no patient results affected by the leak, and there was no death, injury or change to patient treatment.

Manufacturer narrative:
The field service engineer (fse) found that the retic waste chamber had a plugged port for pressure input from solenoid 53, and wasn't draining. The overflow was coming out the vent into the back of the unit. There is a potential for residual blood in the lines during processing from shutdown cycle to the startup cycle. The fse cleared the plug and the repair was verified. Root cause for the leak was a plugged port in the retic waste chamber. (B)(4).